Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported noise was noted on the atrial channel. The patient is doing ok. The physician has not decided on an action at this time. No further information is available.